Manufacturer narrative:
Date rec'd by MFR: 29mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse calibrated the touchscreen and the failure was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.